Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) was greater than 200 ohms. The patient was evaluated and this crt-d was reprogrammed to use an alternate shocking vector with acceptable impedances. No adverse patient effects were reported. The rv lead and the crt-d remain in service.